Event description:
It was reported that the customer was hospitalized due to high blood glucose of 411 mg/dl, and he was treated with an insulin drip. Troubleshooting was performed. The time, date, and basal rate were correct. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. The customer's most recent glucose reading was 277 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.